Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for son via phone call for partial display and cosmetic damage. The customer¿s blood glucose was unknown. Customer reported that her sons pump is not working this morning, it is white with a big black mark on the screen. Customer just woke up and had his insulin pump in his pocket, when he took it out the screen is white and there is a black spot underneath the screen and it looks like a crack is underneath there. No report of pump screen flashing when screen was turned on after being in sleep mode. The pump will be returned for analysis.

Manufacturer narrative:
Pump received with a blank solid white lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to display anomaly. Pump also received with scratched case, pillowing keypad overlay, and minor scratched lcd window.